Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml, 7.92 mg/day), bupivacaine (10 mg/ml, unknown dose) and clonidine (300 mcg/ml, unknown dose) via an implantable pump for non-malignant pain. Information received reported the patient had a change in therapy beginning on an unknown date. The patient was scheduled for a catheter revision on (B)(6) 2019. Pump logs were read and there was no sign of pump malfunction. While in the operating room, the hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). The pump segment was replaced. The pump was also replaced due to being 6 years old. After the new pump was reconnected, 1 cc csf was successfully aspirated through the cap. The reported environmental, external, or patient factors that may have led to the event was "build up inside catheter at connector". The issue was resolved at the time of this report.